Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device provided inaccurate spco readings during testing. Customer reported that the spco measurement value was indicated 5% or over with a high occurrence rate. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over 5 months with no previous reported issues prior to this reported event.